Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tubing of drain bag were kinked due to the way they were packed by the manufacturer. Customer tried to straighten the tube, it reverted back to this position. It was observed on 14 french and 16 french tray sizes.

Event description:
It was reported that the tubing of drain bag were kinked due to the way they were packed by the manufacturer. Customer tried to straighten the tube, it reverted back to this position. It was observed on 14french and 16french tray sizes.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 photo sample were confirmed to exhibit the reported failure. The device had not met specifications. The product was used for patient treatment. The product caused the reported failure. Visual evaluation of the returned photo sample noted one opened (without original packaging), used bard urine meter bag. Visual inspection of the attached photo sample noted a kink in the inlet tubing connected to the urine meter. A potential root cause for this failure mode could be ¿incorrect assembly operation of sheeting clamp / rubber band to drainage bag". The device history record review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.